Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle did not fully deploy as intended during the activation process. The pod was worn less than an hour. As treatment, a new pod was applied.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed. First prime ended prematurely, lasting 20 pulses. After 30 total pulses across both priming sequences, the ratchet gear did not advance enough for the needle mechanism to deploy, and the pod was subsequently deactivated. Rotational sensor abnormalities were replicated in a rerun in conjunction with an alarm, indicating rotational sensor maximum open count exceeded. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational sensor abnormalities and subsequent needle mechanism failure.